Event description:
The complaint is reported as: "(B)(6) 2021,the ars was found leaking during puncture on the patient." No patient harm reported.

Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
Qn #(B)(4). The customer returned one arrow raulerson syringe (ars) and a lidstock for analysis. No definite signs-of use was observed on the returned sample. After the ars failed functional testing (see below), the handle was broken to examine the bi-lateral valves. The valve mechanism should consist of two bi-lateral valves and a spacer. It was observed that the distal valve was in place; however, the spacer and the proximal valve was missing from the assembly. The syringe was not able to successfully draw and aspirate water with a lab inventory needle attached (per amrq-000113 rev 3 req 6.1). When drawing water, bubbles were observed in the base of the syringe. The module requirement document for raulerson syringes (amrq-000113 rev 3) was reviewed to determine requirements for air/water leakage. The document notes a deviation from iso 7886-1: "the freedom of air and liquid leakage past the piston requirement is design restrictive and is intended for an injection-intended syringe, not the ars. The opening in the center of the piston that allows passage of the inner cannula prohibits the ars from meeting the pressure and vacuum requirements as dictated by the standard. However, because the intended use of the ars is to allow aspiration of blood to ensure venous placement of the introducer needle and to aid in the insertion of the spring wire guide, the leakage requirements of a standard syringe are not applicable to the ars." A vacuum test was performed on the ars syringe in order to verify that the internal seal within the plunger body was intact. With the plunger body at the bottom of the syringe, the tip of the ars was occluded, and the plunger was pulled back until it stopped. With the tip of the ars still occluded, the plunger was released but did not snap back into a position = 1cc from the starting position. Therefore, the internal valves of the ars are not functioning as intended. A device history record review was performed, and no relevant findings were identified. The issue of the ars leaking was able to be confirmed by visual and functional testing of the returned sample. The returned syringe was not able to draw water through a lab inventory introducer needle. The syringe was also not able to pass the vacuum test, which indicates that the valves of the syringe are not functioning as intended. When the handle was broken open, it was observed that the proximal valve and the spacer were missing from the assembly. A device history record review was performed, and no relevant findings were identified. Based on the sample received, manufacturing cause or contributed this event. A non-conformance was initiated to further investigate this complaint issue.

Event description:
The complaint is reported as: "(B)(6) 2021,the ars was found leaking during puncture on the patient." No patient harm reported.

Manufacturer narrative:
Qn# (B)(4).

Event description:
The complaint is reported as: "(B)(6) 2021,the ars was found leaking during puncture on the patient." No patient harm reported.